Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, a 20mm sapien 3 ultra valve and commander delivery system were prepared with nominal plus 1cc of volume. No balloon aortic valvuloplasty was performed prior to the valve deployment. At the end of the valve deployment, the delivery system balloon ruptured. Post deployment tee indicated minimal leak. No post dilation of the valve was performed. No consequences to the patient were reported. The patient was transferred from the room in stable condition. The valve remains implanted in the patient. Information regarding the native annular diameter was not provided. 'Some' annular and lvot calcium was present. Calcium was also reported in the sinotubular junction (stj).

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a radial balloon burst with no missing balloon pieces. Review of the provided case imagery showed the delivery system balloon was fully inflated during the valve deployment before bursting. The imagery also showed calcification present in the annulus and native leaflets. The procedural photo of the device showed the inflation balloon with a radial burst. Dimensional analysis was performed of the inflation balloon single wall thickness along the edges of the burst location. All measurements met specifications. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints related to the balloon burst. Complaint history review from june 2020 to may 2021 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the appropriate complaint codes. No manufacturing nonconformances were identified in the returned samples. Available information suggested patient and/or procedural factors may have contributed to the reported events. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported and noted in the provide 3mensio, 'some annular/lvot calcium present and calcium present in the stj'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of +1cc added to the balloon. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Available information suggests that patient factors (calcification) and procedural factors (over inflation of balloon) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.